Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons not working) was confirmed.  Upon investigation the rear response button was unresponsive.  The cause for the failure was a damaged trace. The root cause for the damaged switch was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional